Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The results of the distal tip fracture strength test conducted during the shipping inspection process were reviewed for product code 25-1011 for the past three years, from june 2015 to may 2018. No anomalies with the results and no significant variation in the data were found. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the patient presented with stemi, emergent left heart catheterization in the cath lab. The guidewire tip broke off into the right coronary artery. On (B)(6) 2018 the patient had a double bypass to the right coronary artery and the left anterior descending artery. The tip was not successfully retrieved.

Event description:
Additional information was received on july 17, 2018. During the procedure the tip of the wire was shaped using the wire shaping tool that is included. There were no issues advancing the wire and the vessel was not tortuous. The wire did not pass through any stents. The lesion was diffuse and there was no blood loss at the time of the procedure. No other product was used with the wire. The patient remained stable and bypass surgery was required where the patient did well. The patient required two bypass surgeries. The wire was reported to still be in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide addition patient information and additional information. Patient weight- 62.2 kgs.